Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
During an ivc filter retrieval the loop snare detached from the snare catheter. Also, the loop was partly out of the sheath which required removal of the loop from a femoral approach. A new one was opened and used to successfully retrieve the filter. In addition, there are no plans to perform any further interventions. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.